Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned and are presumed yet implanted. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Corrected: event description, brand name, type of device, catalog lot#s, report source. Added: explant date, device MFR date. This investigation has been reopened because additional information has been received, as indicated above. Depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
Litigation papers allege after his surgery, patient began experiencing pain that continues to date. It is also alleged patient has suffered significant harm, including, but not limited to, physical injury, pain, bodily impairment, debilitating lack of mobility, high levels of toxic metal in his blood stream, conscious pain and suffering and loss of earnings. Patient is a resident of (B)(6). Update - patient was revised on (B)(6) 2012, to address pain and elevated metal ion levels.

Event description:
Ppf alleges metal wear/metalosis.

Event description:
Litigation papers allege after his surgery, pt began experiencing pain that continues to date. It is also alleged, pt has suffered significant harm, including, but not limited to, physical injury, pain, bodily impairment, debilitating lack of mobility, high levels of toxic metal in his blood stream, conscious pain and suffering and loss of earnings.